Manufacturer narrative:
The device was evaluated by ventec where the reported issue of no ventilation output was confirmed. Ventec opened the device in order to perform a visual inspection and observed that the blower wires had been routed incorrectly. As a result, the metering valve had crushed the blower wires causing the blower to no longer work. Ventec replaced the blower to resolve the reported issue. Proper device operation was observed through functional and performance testing. The investigation determined that the root cause of the reported issue was that the blower wires had been incorrectly routed, resulting in damage that prevented the blower from functioning.

Event description:
It was reported that the device needed maintenance. Upon evaluation of the device, ventec observed that it had no ventilation output. There were no reports of patient involvement associated with the reported event.